Event description:
A (B)(6) distributor contacted zoll customer support to report that a patient's monitor was displaying a service code 102. The patient was issued a replacement monitor.

Manufacturer narrative:
Evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 102) was confirmed. Upon evaluation resistor r45 was open on the c/a board, which caused the service code 102. The cause for the open r45 resistor was a broken lead on high-voltage capacitor c21 on the defibrillation board. The root cause for the broken lead on c21 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain was approved by FDA on 12/20/2012. Implementation began 01/21/2013. Results will be monitored. No adverse event resulted from the broken lead on c21. The patient received a replacement monitor.